Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An additional follow-up letter from the patient indicated that the leakage is still not resolved and is worse than before the implant.

Manufacturer narrative:
No additional codes to be added, patient reported symptoms previously reported although during this call therapy was found to be turned off. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported the she tried increasing today and got increased to 5.2, "but the cannot get the lightening back." The patient stated that she urinates or leaks in the night, when she stands up, rolls over, of breaths. Through troubleshooting therapy was found to be turned off. It was reviewed with the patient that therapy must be turned on for effectiveness. The patient reported that she was working with the patient programmer several days ago, but did not know how long stim had been off. A follow-up letter from the patient indicated that the leaking symptom has not resolved.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that she did not know if her stimulator was working because the last 2 or 3 days she has had continuous leakage every time she stands, walks or moves. This happened all day long. It was weird because yesterday she got up at 2'oclock am and did not get up until after 8am. Patient stated she was not feeling stimulation while therapy was on. Patient was instructed to increase amplitude and felt stim in correct area on the day of this call.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient is unsure why they got an implantable neurostimulator (ins) in the first place. Patient said it is worse than before they got it. Patient breathes and pees. Patient has experienced a loss or change of therapy and has the following symptoms: leakage, incontinence, and urge frequency. Patient said they can get up from a chair and go into the kitchen to the kettle, and before they get there and turn around, the patient is leaking. Every time the patient stands up and sits down it is like a pump. Patient doesn't go anywhere anymore. Patient doesn't feel stimulation while therapy is on. The patient is on program 1 at 6.7v and it was reviewed to increase amplitude. After increasing amplitude, the patient felt stimulation in the correct area. Patient is now on program 1 at 7.7v. The caller was told to give the new program 2-3 days and see if they get relief. If the patient doesn't get relief, call back so we can further help the patient adjust, or follow up with the doctor. It was also reported that if you go up the upper thigh where it goes over to the opening, the patient said they get a funny feeling. The patient said there isn't fluttering, but it hurts. The patient has had this since they last called us on (B)(6) 2016. Patient also said when they left the doctor, they were on 8.1v. When the batteries in the patient's remote died and by the time the patient got to change them, the patient had to start all over.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient and it was reported that she was urinating more, almost constantly. The patient reported that it began after returning from a trip to (B)(6). The patient reported that the symptoms occurred after a setting adjustment was reviewed. The patient reported that she had not followed up with her healthcare provider since implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.